Event description:
It was reported that the pump did alarm with message displayed in screen "jittery depleted.". The pump was connected to a patient when the error/event occurred. Continuous infusion rate: 54. Total reservoir volume: 249 ml. Given: 0. Air detector and upstream sensor were off. Length of infusion: none. Lock level: 2. The pump was not used to prime the extension tubing. They were unable to finish treatment. Per reporter, this event occurred in the clinic and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.